Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the stocking was noted from the insulation sleeve. Slit opened and was blocking drawer and case.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was visually inspected under microscope and took several pictures. The damaged heat shrink (insulation) was confirmed. Scratch marks also noticed along the insulation. The outer lumen (tube) was bent which may have been caused by applying an excessive load to the probe. Heavy wear marks observed on ceramic, blood stain on the probe tip and handle. As part of the evaluation, the unit was then connected to the serfas energy programmer box to read the programming and activation history. According to the activation history, the unit was activated 41 instances. The probable root causes could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use.

Event description:
It was reported that the stocking was noted from the insulation sleeve. Slit opened and was blocking drawer and case.